Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus australia (oaz). Oaz checked the subject device and found that the reported phenomenon was duplicated, and also found that the camera cable was damaged (there was signs of twisted wires) and there were cracks on both sides of video connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from oaz, omsc concluded that the reported phenomenon was attributed to the breakage of the video connector or the camera cable. It was surmised that the video connector or the camera cable breakage was caused by an impact such as the user dropping the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the routine maintenance of the subject device at the user facility, it was found that the endoscopic image of the subject device was not displayed on the monitor. There was no report of patient injury associated with this event.